Event description:
Per the clinic, the patient experienced pain while using the processor and subsequently discontinued use of the device. The implant magnet was explanted on (B)(6) 2026. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time.